Event description:
It was reported that low, out of range, high voltage lead impedance issue and high capture threshold issue was observed on the rv lead. No other lead measurements were out of range and no noise was observed on the rv channel. It was recommended to perform pocket manipulation and isometric testing to attempt to reproduce noise and perform a fluoroscopy for lead imaging. Physician will evaluate the patient in clinic and lead extraction was planned. Patient had no adverse effects. No further information available.

Event description:
New information received: lead was explanted and a new lead was implanted. Patient was stable post procedure.